Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, the pacemaker was unable to interrogate even though the radio frequency (rf) antenna was unplugged and moved to rooms in the clinic. The issue still persisted on the procedure date. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of unable to interrogate and no wireless communication was confirmed in the laboratory. Interrogation of the device revealed no telemetry communication and no output when received. Visual inspection exhibited delamination of the header between the header and can causing the body fluids to enter the header attachment area. Low impedance measurements were noted due to the entry of body fluids through the delaminated area causing shorting between header connector pins. The cause of reported event may have been due to a manufacturing anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Further analysis revealed that the device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feed through component. Test results indicated a feed through breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.

Manufacturer narrative:
The reported events of lead [low impedance, no capture, and sudden battery voltage drop] were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feed through component. Test results indicated a feed through breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feed through breach and header delamination, abbott is performing further investigation.